Event description:
Case description: investigation results: name: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 hm penfill batch number: jr7s498. The product was not returned for examination. Since last submission, case has been updated with the following: investigation results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's preliminary comment: 24-apr-2020: the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. It is therefore not possible to identify a clear root cause in relation to the functionality of the pen. However, the needle re-use, leaving needle attached to device between injections, using dialling click to estimate the dose and not checking the insulin flow after assembly are significant confounding factors for device malfunction leading to hyperglycaemia. It could be related to device handling training issue as patient has no experience with novopen 4 and methods of injection. H3 continued: evaluation summary: name: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. Novopen 4 did not inject insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "novopen 4 did not inject insulin(device failure)" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with mixtard 30 hm penfill (insulin human) from unknown start date and ongoing for "type 1 diabetes mellitus" (dose and frequency 30 am - 20 pm), novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height: 160 cm. Patient's weight: 62 kg. Patient's bmi: 24.218. Current condition: type 1 diabetes mellitus (from 30 years). Concomitant products included - tri-b [cyanocobalamin; pyridoxine hydrochloride; thiamine hydrochloride] (cyanocobalamin, pyridoxine hydrochloride, thiamine hydrochloride) ongoing. The patient did not check the assembly for insulin flow and complained about hyperglycemia because novopen 4 did not inject insulin. The reporter mentioned that he has a problem in his old novopen 4 which was not injecting insulin and he thought that he took the dose but the pen injected air only so this lead him to hyperglycemia. It was reported that the patient's blood glucose level was very high that the glucometer couldn't read its high measurement (values not reported). On (B)(6) 2020, the patient was hospitalized (7 days in intensive care and 3 days in the hospital). The cartridge holder was detached from the pen body accidentally. Patient reused needles (non nn needles) and left the needle attached to the pen in between injections. The force required to inject felt different from normal (sometimes easy and sometimes more difficult). The patient ensured that the needle was properly attached to the pen. Patient used the dialing clicks to estimate the dose of the insulin. The patient didn't drop the pen nor did observe leakage of insulin. The blood glucose level after discharged from intensive care was 140 mg/dl and the last hba1c was 9%. When the patient was in the intensive care doctors told him that the hyperglycemia made heart problems, but the problems completely recovered after normalizing the blood glucose level in the intensive care unit and discharged from the hospital after 10 days. Hcp data not available as reporter treated under the cover of health insurance. Pen training was offered and done on the mechanical part and the piston rod moved normally after adjusting the dose counter on 60 u and pressing the dose button (3 times ) then after using a new penfill and needle the pen injected insulin normally. Batch number of mixtard 30 hm penfill was jr7s498. Batch number of novopen 4 was requested but not available. Action taken to mixtard 30 hm penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "novopen 4 did not inject insulin(device failure)" was recovered. Manufacturer's preliminary comment: the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. Needle re-use, leaving needle attached to device between injections, using dialling click to estimate the dose and not checking the insulin flow after assembly are significant confounding factors for device malfunction leading to hyperglycaemia. It could be related to device handling training issue as patient has no experience with novopen 4 and methods of injection. Reporter comment: causality: the reporter said that the causality about mixtard is unlikely while the causality about novopen 4 he said he has no enough experience about it and the methods of injection.